Event description:
Reporting status: malfunction. Reporting device: shaft separation is likely to cause or contribute to pt injury. Device issue: shaft separation. It was reported that during advancement of the rx vision stent delivery system (sds), there was resistance with the guiding catheter. Force was applied to the sds and the shaft separated into two pieces. The entire sds was removed from the pt with no issues. An attempt was made to use another rx vision, but it also experienced resistance with the guiding catheter. Reportedly, there were not pt effects. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation: a conclusive root cause could not be determined; however, factors that can contribute to difficulties advancing an sds include, but are not limited to, mfg, loose balloon folds, guiding catheter lumen obstructions, kinks, bends, tortuous anatomy, or insufficient support. The shaft separation is likely related to tensile overload (material stress/fatigue). The IFU states, "should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components."